Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
It was inadvertently reported as product problem in the initial report.

Event description:
Additional information received indicates that the patient's lead was explanted on (B)(6) 2021.

Event description:
It was reported that the patient's lead migrated shortly following implantation resulting in ineffective stimulation. As result the patient may undergo surgical intervention on a later date.